Manufacturer narrative:
Although the batteries (B)(4) were not returned, the autopulse archive files indicated that proper battery management procedures, (daily system checks and battery swaps) had not been performed. Archive files also revealed multiple user advisory 3 (error communicating with battery controller) and user advisory 44 (battery voltage too low during compression). These errors indicate that batteries with low voltage were used. Therefore, the reported event was most likely due to the customer not following battery management procedures. No adverse event reported.

Event description:
Customer reported that while on a full arrest the unit was turned on and delivered only a few compressions and displayed a change battery message. A new battery was put in the unit with the same result. Customer also indicated that he was unsure about when the batteries were placed in the unit. Customer placed a third battery in the unit and operated it using a CPR dummy with no issues noted. This report pertains to the two batteries (not returned) that were used during the reported incident. Report #3003793491-2012-00154 was prepared for the autopulse platform that was associated with this report. No adverse event reported.